Event description:
It was reported that the image on the 9800 sys was all white and could not be seen. It was noted that the image was a white circle with a black out line. Reboot was attempted with no success. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be initially duplicated. However, by "wiggling" the high voltage cable, the reported problem was duplicated. Replaced the high voltage cable. The sys was tested and found to be working as intended and placed back into svc.